Manufacturer narrative:
Qn# (B)(4). The customer returned one 3-l PICC catheter for analysis. No obvious signs of use were observed. The catheter extrusion was separated directly distal to the 38cm marking from the juncture hub. Initial visual analysis of the catheter revealed no obvious tears in the returned portion. After failing functional testing, a leak was observed directly adjacent to the juncture hub. Microscopic examination revealed that the edges of the hole were smooth and uniform. The appearance of the hole is consistent with damage resulting from contact with a sharp instrument (i.e. Needle bevel, scalpel, scissors, etc). The catheter outer diameter measured 0.0710", which is within the specification limits of 0.0705 - 0.0715" per the catheter extrusion product drawing. The returned catheter was tested per bs en iso 10555-1 section 4.7.1 (amrq-000078) which states that "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso-10555-1 annex c. The catheter was connected to lab leak tester and pressurized to 300 kpa for 30 seconds." Leaking of the catheter was observed on the catheter extrusion when flushing the distal extension line. A manual tug test confirmed that the extension lines were secure within their respective luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a torn/cut catheter was confirmed through investigation of the returned sample. Visual and functional analysis revealed a small cut on the extrusion body directly adjacent to the juncture hub. The appearance of the hole is consistent with damage resulting from contact with a sharp instrument (i.e. Needle bevel, scalpel, scissors, etc.). Despite this, the catheter passed all relevant dimensional requirements, and a device history record review performed based on two potential lots revealed no relevant findings to suggest a manufacturing related issue. Therefore, based on the customer report that the damage was observed during use and the appearance of the damage, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was initially reported "the defect of the catheter was found during the procedure." Additional information reports, "the catheter was torn". The user changed to a new set to resolve the issue. There was no patient harm or injury. The patient's current condition is reported as "fine."

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was initially reported "the defect of the catheter was found during the procedure." Additional information reports, "the catheter was torn". The user changed to a new set to resolve the issue. There was no patient harm or injury. The patient's current condition is reported as "fine".